Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause of the reported was not established. Since this product has no angulation lock mechanism, and the angle is d=70° and u=0° according to the submitted information, which means that the angle control to up could not be performed. However, the probable cause was determined as the following: it was presumed that all of the following possible causes are related to user handling. Angulating the bending section could not be performed because the angulation wire in the¿u¿direction broke. The conventional operation could not be performed due to corrosion, etc. In the angulation mechanism, resulting in a behavior like angulation lock. The conventional operation was inhibited by invasion of some foreign object into the angulation mechanism, resulting in a behavior like angulation lock. In addition, the legal manufacturer reported that after confirming the instruction manual, it was found that there was the following statement in the ¿inspection of the bending mechanism warning¿ section : if the movement of the angulation control lever is not smooth, or the bending section does not angulate smoothly, the bending mechanism may be abnormal. In this case, do not use the endoscope because it may become impossible to straighten the bending section during an examination.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the ultrasound image was good. The light guide (lg) showed no breakage. The lg bundle is acceptable. The a-rubber glue had a hole or cut and was removed. The glue was cracked. The insertion tube had a severe buckle at the insertion tube glue end. Angulation was low and the up/down control knob was not moving. The entire endoscope was fully disassembled, and parts were replaced as needed. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that the device had an angulation malfunction. There was no patient involvement. No additional information was provided.